Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information stating that the device is not working and is now showing service required error. Patient responded to the email alleging wife suffered from chronic kidney disease and passed away on (B)(6) 2024. An email was sent to verify if the device is his or his wife. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.